Manufacturer narrative:
Follow-up information received on 17-jul-2015 no new clinical information provided. Follow-up dated (B)(6) 2015: upon follow up with the reporter; she confirmed that case this case wasn't about a friend but it was a call about herself. With this information, case (B)(4) was identified as duplicate of case (B)(4). Case (B)(4) will be deleted from bayer database. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant with essure in place. This event is serious due to medical significance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In the present case, limited information was provided. It was reported that the consumer became pregnant with essure in place since it had broken (interpreted as device breakage) and came out (interpreted as device expulsion). The exact temporal relationship between these events was not reported. The device breakage and expulsion could have contributed for the occurrence of pregnancy however it is not known whether they occurred prior to conception. Causality between the pregnancy and essure cannot be totally excluded (device ineffective). This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Further information is expected.

Event description:
This is a spontaneous case report received from a other in united states on 25-jun-2015 which describes a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. On an unspecified date the consumer became pregnant with essure in place (device ineffective) since it had broken and came out. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of (B)(6) 2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. The ae case refers also to a lack of efficacy. A contraceptive failure may occure with the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Follow-up information received on (B)(6) 2015. No new clinical information provided. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant with essure in place. This event is serious due to medical significance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In the present case, limited information was provided. It was reported that the consumer became pregnant with essure in place since it had broken (interpreted as device breakage) and came out (interpreted as device expulsion). The exact temporal relationship between these events was not reported. The device breakage and expulsion could have contributed for the occurrence of pregnancy however it is not known whether they occurred prior to conception. Causality between the pregnancy and essure cannot be totally excluded (device ineffective). This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Further information is expected.